Event description:
It was reported that the ventilator generated a technical error code indicating a communication failure and that the internal leakage test failed during pre-use check. (B)(4).

Manufacturer narrative:
(B)(4)